Event description:
The customer reported that during surgery, they were unable to complete a seal with the device. No bleeding noted. No pt injury. Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.